Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that when the device is connected to the mains power socket, they want to deliver a shock (200 j) and the green light (external power indicator) disappears. There is also a slight noise. There was no reported patient use / adverse patient impact.